Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding screws that would not lock into a plate. During surgery for a distal radius fracture, after repositioning and installing the plate, the surgeon inserted the va locking screw through the guiding block in a positioning hole. He then inserted and locked the va locking screw in the proximal row ulna hole. He then elected to make a change and found that the screw was not locked and had penetrated the hole. He removed the screw and tried to lock another screw. But the situation was the same. Finally, he did not insert a screw in this hole. This is report # 2 of 2 for the same event.

Manufacturer narrative:
The device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.